Event description:
Caller reported that pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. Technical support guided caller through a series of troubleshooting steps, resulting in the pump screen eventually turning on when plugged into a power source, although it failed to function when unplugged. While the procedure typically required a pump replacement, the caller opted to forgo the replacement, choosing instead to wait for the pump to charge longer. They were advised to contact support again if the issue continued.